Event description:
It was reported that an malfunction alarm occurred. The customer reverted to an alternate method of insulin therapy. Customer's continuous glucose monitor read "high", however, a specific blood glucose (bg) value was not provided. A manual injection was administered to address bg level.